Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced an inaccuracy in cgm readings during an extreme low. Pt was driving at the time of the incident and reported that she was getting "high readings" with both her cgm and her blood glucose meter. Pt continued bolusing with her insulin pump and passed out. Paramedics were called and took pt to the hospital. Pt remained in the hospital for a couple of hours and was released once her blood sugar stabilized. Pt was fine at the time of her call to dexcom technical support.